Event description:
On (B)(6) 2020, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter read inaccurately erratic. The complaint was classified based on additional information obtained by the medical surveillance specialist after reviewing the call recording and further information obtained by the customer care agent (cca) during a follow-up call with the patient. The patient reported that the alleged meter inaccuracy began on (B)(6) 2020. The patient claimed obtaining blood glucose readings of "341, 93 and 168 mg/dl" with the subject meter, performed more than 20 minutes apart. The patient stated that at the time of the alleged issue, she was managing her diabetes with basaglar insulin (38 units). The patient informed the cca that on the morning of (B)(6) 2020, she took orange juice and ate cereal in response the alleged issue then an unknown time later developed symptoms of feeling "real dizzy and uncoordinated." The patient claimed she treated herself with food and that a neighbor called an ambulance for assistance. The patient stated that her blood glucose was tested on the ambulance meter but was unable to recall the result obtained. The patient denied receiving further treatment from the ambulance personnel. During the follow-up call, the patient claimed she was taken to hospital and her insulin dose was reduced to 36 units. No additional treatment was reported. During the follow-up call, the patient attributed the onset of symptoms to her diabetes condition. During troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject meter and that the same approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged meter inaccuracy began. The subject meter could not be ruled out as a contributor to the event.